Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil shroud loose, otherwise in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the anvil shroud became loose, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device cut but did not staple. An anastomosis was performed manually. Surgery was prolonged 90 minutes.